Event description:
There was an allegation of questionable sodium electrode result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 134 mmol/l. The repeat result was 141 mmol/l.

Manufacturer narrative:
The electrode lot number was requested but was not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer resolved the issue with maintenance. No further issues were reported since the service visit. The investigation determined that the service maintenance resolved the issue. The cause of the event could not be determined.